Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device was not serviceable and no longer under warranty. Physio further recommended that the unit be replaced. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.